Event description:
On (B)(6) 2011, patient reported the down button on his infusion device is not working. Patient stated he noticed the button was not working when trying to bolus. Patient reported the button is popping back out. Advised patient he can use a standard bolus instead of the prime or quick bolus. Patient stated he is switching to his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.